Event description:
It was reported that the patient presented at clinic for a follow-up visit. It was discovered that the patient's right ventricular (rv) lead had exhibited high capture threshold and r-wave amplitude variation. Fluoroscopy had also revealed that the rv lead had dislodged. The rv lead was explanted and successfully replaced. The patient was stable.